Event description:
It was reported that the pump showed a primary audible alarm bgnd (background) failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was noted. Event history log (ehl) showed "system failure: primary audible alarm bgnd (background) test" error. During power-on self test, the reported problem could not be duplicated. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced interconnect pcb (printed circuit board) and primary speaker for preventative purposes. A corrective and preventative action has been opened to address the reported issue.